Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit is reading inaccurate volume. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 10/06/2016. An investigation is currently underway. Upon completion, the results will be forwarded. Mansfield product monitoring has attempted to gather clarification of the reported description of the event on (B)(6) 2016. To date, no clarification has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reported inaccurate readings.